Event description:
Pt (patient) came into the cath lab and was stented due to a mi. That night, while up in the unit, the pt complained of back pain again and was brought back down to the cath lab as he coded on the floor. They went to place a 40cc sensation fiber optic catheter into the pt and they had difficulty inserting the tip of th eiab into our sheath. They said the catheter would not advance and so they discarded the sheath and catheter and grabbed another 40cc sensation catheter box. They said that they removed the original sheath from the first box but left the wire in place as they already had placement with that. They then inserted the new sheath and 40cc sensation catheter through the pt's left femoral artery and up into the aorta for correct placement and began pumping. The balloon and pump performed as needed, but the pt did end up expiring; not due to the pump. Difficulties encountered during insertion; not during pumping. No blood in catheter tubing. No pump alarm sounded. They kept the product, but the cleaning crew threw it out when they were transferring patient. No product to be returned.

Manufacturer narrative:
The product was not returned for evaluation. (B)(4).